Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced thick, clear, uncontrolled secretions. The physician decided to abort the procedure due to breathing concerns. The physician plans to reschedule the procedure. There have been no reports of further complications regarding this event.